Event description:
It was reported that the patient underwent a procedure at l3-l4 via posterior lumbar fusion to treat lscs. One month post-operative, a deep infection was confirmed. The patient is under medication. The patient also suffered a mild fever. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.